Event description:
The customer reported that the system would not complete boot up and a "table error 427" was displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Connectors were reseated and the gain amplifier was adjusted. The system was tested and found to be working as intended and put back into service.